Event description:
The surgeon reported the tip of the vitrectomy probe was broken while operating. The surgeon switched out the probe and completed the case. No patient injury was reported.

Manufacturer narrative:
The sample has been received and in house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B) (4). (B) (4). (B) (4).